Event description:
The customer reported that following a normal fluoro exposure release, the cine playback began with the right screen showing cine progress and fluoro was playing back as cine.

Manufacturer narrative:
The ge service rep tested system, but did not duplicate unrequested cine while in fluoro. He retrieved log files then adjusted the workstation ps-1 from 4.88 to 5.18 vdc. Error logs show integrity errors and node disconnects. He adjusted the mainframe ps-1 from 5.02 to 5.19 vdc and replaced the footswitch. He replaced the ffb and tested. He reloaded the software and tested. The system is operating properly at this time.